Event description:
Implant date: 1994. Post operative x-rays revealed a broken screw. Revision surgery on 1/13/95 to replace screw. Post operative x-rays revealed a second screw breakage. Second revision surgery on 3/8/95 to replace rod, 2 screws in addition to the broken screw. Construct was explanted in 1997 at which time it was noted that there was a solid fusion.